Event description:
Reportable based on the device analysis completed on 15dec2023. It was reported that a resistance occurred. The target lesion was located in the mildly tortuous and severely calcified artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, wolverine faced a lot of resistance while trying to negotiate through the lesion and thus had to be withdrawn without inflating. The procedure was completed using alternative method. There were no patient complications reported. However, device analysis revealed that the hypotube broke.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). The device was returned for analysis. Visual, tactile, and microscopic analysis were performed on the device. The device was received in two sections as a result of a break in the hypotube. The break was located at 23.6cm distal to the distal end of the strain relief. A visual and tactile examination identified multiple kinks along both sections of the break. The shaft polymer extrusion identified no kinks or damages. A microscopic examination of the break site found that the break is consistent with a severe kink that occurred in the hypotube. No issues identified during a microscopic examination of the extrusion shaft. All blades were fully bonded on the balloon and did not exhibit any signs of damage. A detailed microscopic examination of the balloon material identified no damages. The balloon folds were relaxed, not tightly folded. A microscopic examination of the tip section found no damage.